Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flushing pump not working. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by a component failure of pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flushing pump had malfunctions in the pump head sensor and mainboard. The issue was found during an unspecific procedure. There were no reports of patient harm.